Event description:
Dual chamber pacemaker had been connected only to an atrial lead. During a follow-up meeting, physician complaint that the test results, he performed, was not displayed on the print-out.

Manufacturer narrative:
(B)(4), this event concerns a device that was mfg and used outside the united states. Since the device remains implanted, the programmer files were reviewed. Reportedly, a single atrial lead was connected to this dual chamber pacemaker. Analysis revealed the absence of ventricular lead prevented the auto-implantation algorithm to be executed; therefore, aida was not programmed as expected in usual condition of use of a reply dr. The device was still in not implanted stated during (B)(6) 2010 follow-up, with aida not programmed. It should be noted that follow-up data are displayed by the programmer only if a reset of aida has occurred at least once since the implantation. This explains why the printout and the overview screen didn't contain any test result. Recommendations: aida (use statistics reset button) has to be programmed in the interrogation session preceding the one when test will be performed in order to obtain expected display of tests results in printout and overview screen.